Event description:
The customer attempted to withdraw the unit and after re-examination CT showed residual drainage catheter was still inside the paracele. No injury to the patient.

Manufacturer narrative:
Update 19 aug 2020 (reference complaint number # (B)(4). Investigation and findings: depot repair could not confirm failure as product is not being returned. The catheter is not available as the product was disposed of onsite by customer. Review of product evaluation form shows no associated capas. Complaint history was reviewed for the previous two years and found 1 similar complaint, giving an incident rate of .02%. Review of medical device hazard analysis shows incident to identify as an acceptable risk. Follow up information received on product failure: the tip of the 110-4hmt fell off in patient's brain, did not break. Sample picture of failure was provided and it was confirmed that original catheter is not available as the product was disposed of onsite by customer. Per information provided by dp: "when physician implanted 110-4hmt, would need stylet to keep the tip of 110-4hmt right in the ventricle, the physician forced the stylet when implantation. It made the tip of 110-4hmt loose. When remove the 110-4hmt on sept. 27 2019, the tip of 110-4hmt wasn't removed and kept inside." Per page 2 of micro ventricular bolt pressure-temperature monitoring kit, model 110-4hmt IFU states: "appropriate measures to avoid infections and complications are the sole responsibility of the neurosurgeon in charge." Email received 17 aug 2020 stated "the physician who pulled out the 110-4hmt, didn't turn compression cap prior to turn the bolt, which led the ventricular catheter to spin inside the brain with the bolt. Dp thought it the possible reason why ventricular catheter fall off. " additional information provided confirming dp knew how to operate the 110-4hmt catheter but the fact the compression cap was turned loose enough could be the cause of failure.

Manufacturer narrative:
Update 04 sept 2020 (reference complaint number # (B)(4)). Investigation and findings: additional follow-up received from dp shows that possible causes of failure could be that the physician did not properly turn the compression cap and/or the physician incorrectly forced the stylet during implantation therefore making the tip of the catheter loose. Product examination and functional testing: product was not returned for evaluation as it was disposed of, but customer provided information of onsite evaluation by staff. Failure attributed to user error, not device performance. CAPA trending review: there are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Complaint trending review: per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review: hazard identified in risk file (B)(4) camino hazard analysis - rev 3, hazard ID no. (B)(4), severity of harm - serious, acceptable risk. DHR review: device history record was reviewed for the catheter and found no anomalies observed during the manufacturing, packaging or inspection of the device or accessories. Complaint verified, resolved on-site and no further action necessary.

Event description:
The customer attempted to withdraw the unit, and after re-examination CT showed residual drainage catheter was still inside the paracele. No injury to the patient.

Manufacturer narrative:
Reference (B)(4). On (B)(6) 2020: customer states that catheter was inserted into patient and when staff went to remove the unit, a piece stayed inside. Per complaint information provided by the customer: "emergency surgery had been performed to remove the residual drainage catheter". No injury to the patient. Hazard(s) identified in risk file: per mdha-sd-2014-001 camino hazard analysis - rev 3, hazard ID no. Ids-hm-hmt-h-005, severity of harm - serious, acceptable risk.

Event description:
The customer attempted to withdraw the unit and after re-examination CT showed residual drainage catheter was still inside the paracele. No injury to the patient.